Manufacturer narrative:
During the procedure, the orbit coil was reported to have stretched and unraveled during withdrawal from the aneurysm. The target site was the paraclinoid artery with an aneurysm that measured 3.4mm, neck 1.5, and secular. No balloon remodeling was utilized. An adequate continuous flush was maintained through the microcatheter (mc) at all times, and the mc (unknown brand) was not re-shaped prior to use. During the initial insertion of the coil delivery system, no resistance was noted at any time during advancement through the microcatheter, and the microcatheter was not kinked. During placement of the coil, there was no resistance during withdrawal for repositioning in the aneurysm. During the repositioning process, the coil was not utilized like a guidewire and the coil was left in the aneurysm sac while repositioning the microcatheter. After repositioning, there was no resistance noted when the coil was advanced. The same microcatheter was utilized to complete the procedure. No further information was available. There was no adverse event reported with the event. A non-sterile trufill dcs orbit was received coiled inside of a plastic bag. Several kinks were found in the hypotube. 30.2cm of the support coil was out of introducer which was partially unzipped and also it presents kinked sections. Embolic coil was inside of introducer and it presented no damages. Gripper and embolic coil were inspected under microscope and no anomalies or damages were noted. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13467544 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Reported failure as "coil - unraveled/stretched" was not confirmed during the analysis. The cause of the defects found on the device do not appear to be related to the manufacturing process since per (B)(4) investigation, the customer state that "indicated the coil unraveled during withdrawal from the aneurysm and no damages were reported on the device prior to use." Procedural factor appear to be contributed in the damages observed during the analysis. Additionally, inspections are in place (B)(4) that prevents these kinds of damages leaving from the facility. Since the reported failure was not confirmed; no corrective actions will be taken at this time. Based on the condition of the returned product, the complaint of embolic coil unraveled/stretched was not confirmed. It appears that procedural factors, possibly vessel characteristics, and device manipulation contributed to the event.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Event description:
This orbit mini complex fill 2x2 coil was stretched during procedure. Additional information indicated the coil unraveled during withdrawal from the aneurysm. The target site was the paraclinoid with an aneurysm that measured 3.4mm, neck 1.5, and secular. No balloon remodeling was utilized. An adequate continuous flush was maintained through the (mc) microcatheter (brand unknown) at all times. The mc was not re-shaped prior to use. During the initial insertion of the coil delivery system, there was no resistance at any time during advancement of the coil through the mc, and the mc was not kink. The event occurred during insertion through the microcatheter, but no additional force was utilized to advance or remove the coil/delivery system. During placement of the coil, there was no resistance during withdrawal for repositioning in the aneurysm. During the repositioning process, the coil was not utilized like a guidewire, left in the aneurysm sac, while repositioning the microcatheter. After repositioning, there was no resistance when the coil was advanced. The same microcatheter was utilized to complete the procedure. No damages were noted on the microcatheter. No further information was available.